Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels resulting in a hospitalization. Customer attempted to address bg by delivering insulin via the pump and by performing insulin and infusion set changes; however, bg remained elevated. Customer was treated with an intravenous insulin drip. No infusion set issues were observed at the time of the report, no alerts/alarms were received and the customer was not experiencing any infections that could have caused the elevated bg. During a follow-up, it was confirmed that the customer was release from the hospital and was using the insulin pump for insulin therapy. A hospital release date and additional information was not provided during the follow-up attempts.